Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally it was reported that the customer experienced a blood glucose level of 530-550 mg/dl, due to customer consuming a sugary snack and pump issue. The customer addressed their elevated bg with exercise and water.